Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported: inratio, lab respectively: 5.2, 3.6. A replacement meter was sent to the customer and an rga issued to return the suspect meter for further evaluation.